Event description:
The user stated that there was a large water leak at the unloader end of the modular pe system. The leak was into the walkway, but there were no injuries. No erroneous results were generated.

Manufacturer narrative:
The field service representative determined the di water tank was leaking and replaced it. Mechanisms checks were performed to verify analyzer operation. Instrument conformed to specification.